Event description:
It was reported that during a procedure performed on (B)(6) 2014, the tip of the reform polyaxial driver broke in the head of the screw while implanting a 6.5mm x 50mm reform polyaxial pedicle screw. The screw was removed and replaced. No delay was incurred.

Manufacturer narrative:
Device evaluation in process. A follow-up report will be submitted upon completion.